Event description:
It was reported that customer stopped using pump for over a year due to concern about battery depleting too quickly, based on prior observation that battery charge dropped significantly each day. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, and no additional troubleshooting, corrective action, or pump replacement was performed, with no further information available regarding outcome of event.